Event description:
A report of a patient that developed an epidural hematoma from a lead revision surgery in 2009 was reported. The patient's symptoms of right leg weakness and decreased reflex in his left leg started the same day and patient was admitted to the hospital. The patient was administered IV steroids and discharged in the next day. The hematoma was removed and the lead repositioned. The physician confirmed the hematoma was related to the procedure. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.